Event description:
It was reported pen ndl 32g 4mm pro 100 box was unable to deliver insulin. The following information was provided by the initial reporter: "consumer reported no insulin flow during injection."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evaluation?: yes. D.9. Returned to manufacturer on: 11/18/2021 h.6. Investigation: customer returned (3) loose 32gx4mm bd pen needles without tear drop labels attached. The consumer reported no insulin flow during injection. All 3 returned pen needles were examined, then tested for flow using a test pen injector. All 3 samples were able to expel properly. No defects were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported pen ndl 32g 4mm pro 100 box was unable to deliver insulin. The following information was provided by the initial reporter: "consumer reported no insulin flow during injection."

Manufacturer narrative:
The following fields were updated due to corrected information: d.9. Device available for eval?: no. D.9. Returned to manufacturer on: na. H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported pen ndl 32g 4mm pro 100 box was unable to deliver insulin. The following information was provided by the initial reporter: "consumer reported no insulin flow during injection.".